Event description:
Account has unit with head hi/low drifting down.

Manufacturer narrative:
Technician troubleshot unit and found emer trend valve not seated fully. Tech adjusted valve linkage and confirmed proper operation. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.